Event description:
A 57 year old male presented with dysnpea and unclear symptoms to the emergency services. A myocardial infarction was diagnosed and the patient received lytic agents systemically before being transferred to a higher care center. In cardiogenic shock on arrival, the patient was brought to the catheterization laboratory where an impella cp was placed and a coronary multivessel disease diagnosed. The patient was transitioned to the operating room for coronary artery bypass grafting where the impella cp was exchanged for an impella 5.5. It was noted that on unpacking, the placement wire was bent at the end which did not impact its use. After three days of support, an ischemic stroke of unclear date of origin was diagnosed. In another control on the next day, the stroke had converted to a hemorrhagic stroke with a midline shift. Due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella. It remains unclear what caused the ischemic stroke in the first place, but contribution of the impella device cannot be fully ruled out.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.